Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. Image review: review of images appear to display burr on set screw thread.

Event description:
It was reported that the patient underwent lumbar fusion in l3-5 level. Intra-op, the set screw was does not fit. No patient complications were reported as a result of this event.